Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray found that the inner coil inside the connector region was over torqued which is consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be fully extended and retracted. The full measured helix extension length was within specification. Visual inspection of the lead did not find any anomalies. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from x-ray that patient's right ventricular lead was dislodged. The lead was explanted and replaced. There were no patient consequences.